Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). The investigation is complete. Review of the most recent repair record determined the unit was found to have unstable motor speed and was out of calibration. The motor, shaft, bearings, and sleeve were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that unit was returned for maintenance but repairs were needed: calibration issue; corroded motor need to be replaced. No patient harm or surgical delay reported. Upon completion of the investigation it was found that the device's speed was unstable. No adverse events were reported as a result of this malfunction.